Manufacturer narrative:
The manufacturing and inspection records were reviewed and no abnormalities were identified. Although products of the same lot number and product code have already been distributed to four countries, no reports or notifications of similar events have been received.

Event description:
Burn patient under treatment; dermal matrix used; surgeon observed that the matrix did not produce the desired effect, suspecting therapeutic ineffectiveness and treatment delay.